Event description:
Patient filled out a dexcom marketing survey on (B)(6) 2013 and reported that sometime prior to (B)(6) 2013, he had suffered a hypoglycemic episode and lost consciousness. Paramedics were called and patient's bg was measured at 49 mg/dl. Patient was treated in the ambulance with d50 IV. Patient doesn't recall if he suffered other physical damages during his episode but brings up the fact that he is concerned about long term neurological effects with repeated severe hypoglycemic episodes. Patient believes that his cgm is extremely inaccurate. Dexcom is working very closely with patient to address his concerns. Dexcom has also sought to obtain cgm¿s data from patient in order to investigate cgm's readings around the time of the event.